Manufacturer narrative:
Correction: e1: added the correct physician name, address and facility name.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had been experiencing pain/discomfort at their ipg site due to the location on their ipg. As a result, the patient's ipg was relocated via surgical intervention on (B)(6) 2021 to provide resolution.